Manufacturer narrative:
An event of st elevation was reported. Returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but the pre-dilation performed may have contributed to the reported embolization which led to the st elevation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant using a flexnav delivery system. As per computed tomography (CT) sizing, a 25mm valve was chosen. The native annular dimensions were 20.6mm for minimum diameter, 25.2mm for maximum diameter, 22.9mm for average diameter, 72mm for perimeter, 405.7mm^2 for area. The left cusp was very heavily clacified, and there was moderate calcification on the other cusps. Pre-dilatation of the native aortic valve was performed with a 20mm non-compliant z med balloon. The delivery system with the loaded valve was inserted. After the delivery system crossed the aortic annulus and before the valve could be deployed, st elevation was noted. The delivery system was removed from the patient. An angiogram of the heart and brain were performed as there was a suspected embolization of calcium particles from the native valve. The angiogram showed calcium particle in left anterior descending (lad) artery and on the right side of the brain. The procedure was aborted as the patient suffered a stroke and neurointervention was required to perform a thrombectomy. Patient had permanent disability of slurred speech following the procedure due to stroke. The patient status was hospitalized for one week.